Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy fluid and abdominal pain. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, ongoing), amikacin injection (500mg, intraperitoneal, ongoing) and imipenem injection (500mg, intraperitoneal, ongoing) for peritonitis. Three days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. It was reported that the patient retraining was complete. No additional information is available.